Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured on the initial inflation. (The number of atm's reached on the initial inflation was 12 atm's.) The patient was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in the mid-lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 balloon catheter to successfully complete the stent placement procedure. Patient status is reported as 'good'.